Manufacturer narrative:
Olympus followed up on this report and was informed the user facility personnel had not inspected or pre-tested the splinting tubes with the concomitant equipment prior to use. The splinting tubes were reportedly discarded following the event and were therefore unavailable for evaluation. The cause of the user's experience cannot be conclusively determined at this time. The device instruction manual advises users, "check that there are no irregularities to inflate and deflate the balloon." This report is being submitted as a medical device report in an abundance of caution. Cross-reference manufacturer report number 8010047-2010-00001 for the associated balloon controller unit.

Event description:
The user facility reported that during a therapeutic balloon enteroscopy, the users heard an audible alarm from the balloon controller unit and the balloon of the splinting tube deflated inside of the patient. The users reported to have utilized a different, but similar splinting tube and the problem recurred. There was not patient injury, however the procedure was reportedly aborted.